Event description:
It was reported the device exhibited normal battery depletion. The patient is pacemaker dependent and the physician was concerned with "battery unreliability at end of life." The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.